Event description:
It was reported that beginning (B)(6) 2020 the patient experienced a total relapse of his incontinence. The artificial urinary sphincter (aus) device was examined using tomography. It was found that the device was malfunctioning due to fluid loss from the device.

Event description:
It was reported that beginning (B)(6) 2020 the patient experienced a total relapse of his incontinence. The artificial urinary sphincter (aus) device was examined using tomography. It was found that the device was malfunctioning due to fluid loss from the device. The aus device was explanted and a new aus device was implanted on (B)(6) 2020.